Event description:
Patient reported rupture. This relates to the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Clarification to a.2: year of birth 1967. Clarification to b.3: date of occurrence 05apr2023. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported, right side rupture diagnosed via ultrasound.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken on the posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: ¿ red particles were observed on the shell. ¿ crease is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side rupture. Healthcare professional later reported rupture diagnosed via ultrasound. Patient's representative additionally reported "anxiety for alcl," "pain," "breast pressure feeling," "hardening sensation in breast," ¿very limited in the daily life because of severe pain in breast and arms,¿ and "capsular contracture baker grade IV." Patient's representative also reported "sleeping problems" which is not device related. Device has been explanted.